Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed myopotential oversensing episodes on the ventricular lead. This led to pauses in ventricular pacing of up to three seconds. It was discussed to bring the patient in and to try to reproduce the oversensing. Toggling off the low frequency attenuation filter was also recommended. No further information is available.